Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 66 years old at the time of study enrollment.

Event description:
Elegance clinical study. It was reported that vessel dissection occurred requiring additional intervention. The subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left mid superficial femoral artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 30 mm lesion length with 100 % stenosis and was classified as transatlantic inter-society consensus (tasc) ii b lesion. Prior to the treatment of the target lesion with study device, pre-dilation was performed using 3 mm x 100 mm sterling pta balloon. Treatment of target lesion was performed by placement of 6.0 mm x 150 mm eluvia drug eluting stent study device. Following, post dilation was performed using of 6 mm x 40 mm mustang pta balloon. Post procedure, the final residual stenosis was noted to be 15%. On (B)(6) 2023, on the same day of index procedure, during the treatment of target lesion, dissection of grade b was noted due to 6 mm x 40 mm mustang pta balloon. In response to the complication, balloon dilation was performed. Post treatment, the final residual stenosis was noted to be 15%. On the same day, the complication of dissection was considered to be resolved, and the subject was discharged from the hospital on aspirin.